Event description:
It was reported that during a stress test, the device exhibited undersensing with pacing spikes "falling all over the place". Interrogation revealed that the device was in back-up mode. A software download was successful. The measured battery current drain post download was 134-156 ua.